Event description:
It was reported that during implant attempt, the lead became prolapsed while being advanced and then was pulled back and stayed prolapsed. There was also difficulty getting the lead to straighten out and be removed. The lead eventually did so but there was still "quite a bend" in it, so the lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all conductors distorted, inner insulation kinked buckled, blood on helix, lead stretched, and implant damage noted; full lead returned and analyzed.